Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd vacutainer® winged safety pbbcs with tubing and luer adapter malfunctioned as " phlebotomist advised that the first tube goes on ok when he does the blood collection. Once he puts the second tube on, regardless of what tube it is i.e., serum or edta, the non-patient end of the pbbcs - the rubber that covers the needle is very hard to push back up over the needle. It is very hard to get the tubes to sit properly in the barrel, as the rubber is very stiff and is not bouncing back as it normally does." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for sleeve non-recovery with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for sleeve non-recovery with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.